Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the insulin pump was under delivering. Customer¿s blood glucose was 263 mg/dl at the time of incident and 147 mg/dl at the time of call. Customer was treated with insulin pump. Customer performed high pressure test and the test was failed. However, customer repeated performed high pressure test and the test was failed. Customer stated that the drive support cap was normal. Customer stated that battery life was not lasting very long and no delivery issue. Troubleshooting was performed for under delivery and troubleshooting was declined for no delivery alarm. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.